Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the rear cable pushers. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the rear cable pusher on the 9600+ system is broken. There was no report of pt injury.